Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that approximately 10-12 months ago, patient fell on concrete and it hit her battery. The last 6 months it has been hard to charge her battery and that she could not get it to charge up to full. Pre-op the representative tried to interrogate battery, it was over discharged. The rep was unable to obtain info from battery. Intra-op testing reflected impedances were all within normal limits. Battery was replaced. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.